Manufacturer narrative:
The insulin pump passed functional testing. No check settings alarm was noted. The insulin pump was received with minor scratched display window.

Event description:
It was reported the customer continued to have high blood glucose level with the device. Customer reported the device alarmed twice the same alarm customer was not sure if the alarm occurred after rewind prime. The device had no physical damage. Customer did not have a clamp. Customer reported that customer has changed the infusion set more then normally. Customer's blood glucose was 10.5mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.